Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to power on intermittently. Upon successful power, the front panel did not respond to input selection. Complainant indicated that there was no patient involvement in the reported malfunction.